Manufacturer narrative:
Concomitant medical products: 0296 boston scientific lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead demonstrated intermittent undersensing during stored atrial tachycardia / atrial fibrillation (af) electrograms (egm). Also noted was chronic low p-waves. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.